Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 mg/dl. The customer disconnected from the site, delivered a bolus and did not observe any insulin being delivered by the pump. A supply change was performed and a correction bolus was delivered to address bg/ issue.